Event description:
It was reported that the patient continues to have driveline fault alarms, despite controller exchange on (B)(6) 2019. One loss of external power, which patient reports he accidently disconnected both power cables. Chest x rays will be obtained for driveline to determine if wire breakdown can be visualized. During the analysis of the log driveline faults starting on (B)(6) 2019 at 3:32, were observed. The drive line fault alarm is believed to be true. On (B)(6) 2019 tech services arrived on site for external perc lead repair. The perc lead replacement performed per op (B)(4) approximately 4 inches from exit site. No driveline faults were noted after the patient was back on the grounded patient cable. Patient continues to experience driveline fault alarms post perc lead repair. A conductor in phase b is still likely fractured & if the redundant conductor fractures the pump will stop & may not restart. There were no other unusual events recorded in the latest log file data. No further information provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned pump confirmed internal wire damage that would have contributed to the driveline fault alarms and pump stop that were observed in the submitted log files. Slight elevations in power and estimated flow were also confirmed on (B)(6) 2019; however, a specific cause for this finding and a direct correlation to the returned pump could not be conclusively established through this evaluation. The center also reported that the patient was originally hospitalized for a planned colonoscopy with extensive polyp removal for transplant evaluation. The patient¿s inr was subtherapeutic at 1.5, no bridging due to the recent polyp removal and bleeding risk. Despite the initial concern for bleeding risk, the center later reported that repeat hemoglobin had improved and gi bleeding was not confirmed. No additional treatment was reported. Approximately 16" of the distal portion of the patient's driveline (dl) was replaced via work order. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. Each wire was lightly pulled in an attempt to identify an area of wire conductor breakdown; however, all wires remained intact. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The heartmate ii lvas was later exchanged on (B)(6) 2019. The pump was returned assembled with the driveline (dl) cut approximately 1.75¿ from the pump housing. Two additional segments of driveline were also returned ¿ an 8¿ middle segment and the 29.25¿ distal end. Evidence of the previous dl repair was present on the 29.25¿ distal end. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was attached to the pump¿s outlet port.. Evaluation of the pump¿s blood contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination of the 29.25¿ distal end of dl revealed that the brown wire was completely severed approximately 1.25¿ from the proximal side of the segment (11¿ from the pump housing). The remainder of wires were tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The brown wire redundantly supports motor phase 2. Further examination of the 29.25¿ distal end of dl revealed breaches to the insulation of the orange and black wires, approximately 1¿ and 2.5¿ from the proximal side of the segment, respectively (10.75¿ and 12.25¿ from the pump housing). The orange wire redundantly supports motor phase 3 and the black wire redundantly supports motor phase 2. The observed wire damage to the brown, orange, and black wires appeared to be the result of repetitive flexing. This damage to the 29.25¿ distal end was then bypassed and the remainder was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The 1.75¿ pump-end segment and 8¿ middle segment were submerged as well. This test did not reveal any additional areas of current leakage. The damage to the brown wire would have resulted in the driveline fault alarms that were observed in the submitted log files. The pump stoppage and hazard alarms that were confirmed through the analysis of the submitted log files could have resulted from a short to ground if the exposed conductors from any wire made contact with each other or simultaneous contact with the braided shield on either the power module or mobile power unit. A phase-to-phase short also could have occurred if the exposed conductors from two phases¿ wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries; however, no low speed events were observed in the submitted log files while the patient was supported by batteries alone. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU outlines all system controller alarms (including driveline fault, low speed hazard, and pump off alarms), as well as how to respond to such events. The IFU also provides an explanation of each of the pump parameters, including power and estimated flow, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has continuing drive line fault alarms post perc lead repair. Patient underwent hmii to hmii pump exchange on (B)(6) 2019 pump to be returned for evaluation. No further information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently hospitalized for planned colonoscopy with extensive polyp removal for transplant evaluation. His inr was subtherapeutic today at 1.5, no bridging due to recent polyp removal and bleeding risk. Patient reports uptrend in powers & flows over the past week. The log file was reviewed and a driveline fault event was seen on (B)(6) 2019. Patient's controller was exchanged in an attempt to fix the driveline fault alarms. The log files showed the driveline fault had not returned. Given time it is likely to return because one of the perc lead phases continues to shows signs of degrading. Patient is stable at home and is expected to follow up in clinic in 2 weeks. No further information provided.